Event description:
It was reported that high pressure and low volume were observed while the ventilator was connected to a patient. The patient desaturated with the saturation level displayed on an external monitoring device showing 30%. The patient was manually ventilated and after the saturation level got back to normal, another ventilator was connected to the patient. The hospital further stated that after a successful pre-use check, the ventilator was connected back to the patient but the problem reoccurred. The final patient outcome was no harm. Manufacturer reference#: (B)(4).

Manufacturer narrative:
A field service engineer (fse) was on site and examined the ventilator. The fse was unable to reproduce the problem. Further information surrounding the event and any connected accessories at the time has been sought. A supplemental medwatch will be submitted when the investigation is completed.